Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the knot was being pulled towards the arteriotomy with the trimmer, the suture broke. The suture and the trimmer were removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.